Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having severe tmj and one of their teeth has chipped. They are to be seen by their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.